Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a peripheral treatment procedure, a balloon deflation issue occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery (sfa). A 3.5 x 150 x 150 sterling sl otw balloon catheter was inflated two times with an endoflator to rated burst pressure. The endoflator was removed to try to let the balloon come down naturally, however a 20cc syringe and a 10cc syringe were used to fully deflate the balloon. Each balloon deflation was approximately two minutes. The device was removed intact. No patient complications were reported and the patient's status is fine.